Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 run # 334 generated a sars-cov-2 positive, influenza a negative and influenza b negative result. The patient¿s same sample was repeat tested analyzed on the same cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 positive, influenza a negative and influenza b negative result. The patient¿s same sample was repeat tested a 2nd time on a different platform the viasure sars-cov-2 real time pcr detection kit (certest biotec) that generated a sars-cov-2 negative result. Patient sample was collected using nasopharyngeal swab and throat swab and pmw viral transport medium. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The positive result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Review of the data suggests these are true positives and the discrepancy is due to the difference in assay sensitivity and the other assays are less sensitive and did not detect the same results due to the difference in technologies. (B)(4).